Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not received in any original packaging. The suture capture is missing and was not returned. No other visible discrepancy. A functional evaluation was performed on the returned device and showed that pulling the lever will close the jaw and deploy the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, tissue thickness, damage or debris on the device tip between passes. . No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, two (2) first-pass could not be caught the minitape, the capture parts of the devices broke and fell off into the joint. All the broken pieces were removed from the patient with forceps. The procedure was successfully completed with non-significant delay using a competitor device. No further complications were reported.